Manufacturer narrative:
One 6f angio-seal vip insertion sheath, carrier tube assembly, and arteriotomy locator were received for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The carrier tube assembly and insertion sheath were in a locked and fully deployed position. The suture was cut 0. Inches distal to the clear stop evident by the smooth even strands. The carrier tube assembly was removed from the sheath. The carrier tube assembly was slit. Both carrier tube and sheath were examined; no anomalies were noted. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. Nine paper print images were received with the complaint. Four of these images are labeled pre and five are labeled post. The digital subtraction images are of a lower extremity injection. Injection of contrast through an introducer sheath was observed. The pre images document the blood flow at different levels of the arterial system. The post images are contrast enhanced and a lytic agent had been given as documented on one of the images. These images document the blood flow at different levels of the arterial system. There are no right or left markers present on the images. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that hemostasis was not achieved following the deployment of the angio-seal vip. During pullback of the tamper tube, the patient bled from the puncture site. Manual compression was applied. The patient had an 8-10 centimeters thrombus in the femoral artery. The thrombus was removed in the radiology department. The patient was taking anti-coagulants.